Manufacturer narrative:
According to the reporter: the patient alleged injury. (B)(4).

Event description:
Per operative findings, the patient experienced a couple of areas that were bleeding slightly which were cauterized with bipolar cautery.

Event description:
According to the reporter: the patient alleged injury. Medical history: abnormal uterine bleeding, stress urinary incontinence.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).